Event description:
Caller reported that the t:slim x2 pump battery would not charge, and efforts to remedy the issue using different charging cables and wall adapters failed. There was no adverse impact to the customer¿s blood glucose level. Customer switched to using multiple daily injections to maintain insulin delivery. Technical support decided to replace the pump, confirmed the shipping details, and informed the customer about returning the defective pump and the steps for updating to the replacement pump. Customer acknowledged the instructions provided.